Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 400mg/dl, and she was treated with a bolus. The customer stated that she was feeling sick on the airplane. The customer stated that she went through the body scanners at the airport, and since then her glucose level has been high. The customer stated that her insulin pump is functioning properly. Troubleshooting was performed. The time, date, settings, programming and settings were correct. Ran a fixed prime test and the insulin did exit. The customer did not have a tubing clamp available to perform the high pressure test at time of call. Advised the customer to remove the cannula, and it was not bent or occluded. No further info was provided.